Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6)) determined that the allegation was a non-analyzable medical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was seen for staple removal and the nurse noted serious drainage at the incision site. Steri strips were placed over the incision site and the patient had a follow-up appointment on (B)(6) 2023.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller reports patient had notified physician on 10/24/2023 regarding a small blister, smaller than a penny on her ins pocket incision/scar site. Caller reports the blister has not open. Caller do not know when the blister started. Caller reports patient is has an appointment scheduled towards the end of november, after thanksgiving. Caller reports patient has send picture to physician and aware of the size. Caller reports patient do not have a fever. Caller reports physician is concern that there is a thermal reaction from the recharger to patient. Caller reports patient did not see a high temperature screen when she is charging. Caller reports there are no skin folds inside the recharger while patient is charging, caller reports patient is not a large lady. Reviewed how to turn the charging speed down. Redirect caller to patient's hcp.

Event description:
Additional information was received from the rep. The rep provided the serial number of the recharger. The cause of the blister at the ins site was not determined. The rep spoke with the patient (pt), and the pt stated the recharger had not heated up while recharging. Actions taken were the pt has been in contact with their healthcare professional (hcp). There is a dressing in place over the blister site and the hcp has referred the pt to a surgeon for evaluation for possible revision of generator site. Surgeon appointment date still to be determined. The issue has not yet been resolved. Weight was reported. Pt told the rep they had lost 30 lbs over the past year, but did not allege the weight loss was due to the device/therapy. On (B)(6) 2023 additional information received from the rep. The rep reported the patient (pt) was seen by the surgeon their healthcare provider (hcp) had referred them to, on (B)(6) 2023. At this appointment the dressing over the ins was removed and found the ins site to reveal a small portion of the ins visible through the skin. The hcp directed the patient to the hospital. Lab work was performed that did not show any indication of infection. The ins was explanted due to erosion through the skin and to prevent a potential infection at the site. The lead was left implanted. The hcp plans to possibly implant new ins once the surgical site heals. Patient discharged from hospital on (B)(6) 2023 with a two week course of antibiotics. The pt will follow up with the hcp. The rep has requested a mailer kit to return the ins to the manufacturer. The hcp stated the pt had recent weight loss of 30 lbs and this did not appear thermal in nature but rather possibly pressure related. On (B)(6) 2023 the rep reported the ins has been shipped to the manufacturer and provided tracking information.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the ins was explanted due to erosion. Patient reported a blister at ins site. Patient seen and found to have erosion at ins site. There were no signs of infection at ins site. Patient recovered without sequela.

Manufacturer narrative:
Product ID 97755-s, serial# (B)(6), product type recharger upon further review, there is no information to reasonably suggest that the recharger product ID 97755-s, serial# (B)(6), in this report may have caused or contributed to a death or serious injury or that the recharger in this report has malfunctioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.